Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure (event) observed during analysis. The device was unable to be interrogated upon receipt due to low battery voltage from a high volume of hv charges. Noise was noted in the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined. The device was noted to have entered backup vvi due to an anomalous component on the hybrid. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.